Event description:
It was reported that patient presented in clinic for routine follow-up. Upon evaluation, it was found that patient's implantable cardioverter defibrillator (ICD) was not able to be interrogated through radio frequency (rf) telemetry. No intervention was done. The patient status was unknown.

Event description:
Additional information received noted continued difficulty with interrogation in clinic. Clinician was instructed to unplug the radio frequency antenna from the programmer and the device was then interrogated successfully. There were no patient consequences.